Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported and healthcare professional confirmed right side rupture. Healthcare professional also reported a capsular contracture, baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp broken on radius side assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress marks observed. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.